Event description:
The pump was returned to the manufacturer. The returned paperwork did not suggest or question a malfunction and no patient symptoms were reported. The pump underwent routine analysis. The type of medication, concentration, and daily dose being administered via the pump was not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Final pump analysis revealed a cracked rotor magnet holder. It was also noted that gear 3 has residue on the upper and lower shafts. Gear 4 has residue on both the upper and lower shafts and it was stuck in the base plate jewel - lower shaft wear is present. Gear 5 has a small amount of residue on the upper and lower shafts. The roller arm has some green corrosion and residue present - roller wheels turn freely. X-ray shows that the roller arm is not moving.